Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a pftp where insertion buttons was found to be failing on the 0x3 axis. Once testing was completed, the acsc cannula buttons was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary lobectomy surgical procedure using an xi system before surgical ports placement, a nurse encountered an issue with universal surgical manipulator (usm) arm 4 and received error 1162 related to the cannula sensor during system setup. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, advised a hard power cycle using emergency power off (epo), and suggested disabling arm 4; however, the error persisted. Because the surgeon required all four arms for the procedure, disabling arm 4 was not possible. The procedure was aborted, and there was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.